Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. The device history record (DHR) is at the supplier and is not pertinent for this complaint. A product sample was received for evaluation. Visual and functional testing were performed. The canister containing the pellets was found to have been broken. The root cause of the reported issue was found to have been damaged while in transit. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that upon opening, anesthesiologist noticed absorber was cracked. No patient injury was reported.